Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported suction loss after creating the canal and a small part of the flap. Add'l info indicated the surgeon decided to allow the eye to heal before attempting to create another flap.